Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a beep which sounded every five minutes. The customer's blood glucose was 86 mg/dl. Troubleshooting was performed. The customer inserted a new battery in the insulin pump and there was an unexpected restart alarm. Assistance was provided to clear the alarm. Self-test was performed and it passed. The customer was provided information that unexpected restart alarm is normal since the insulin pump was stored without a battery for a prolonged period and it can also happen if a depleted battery is inserted. The time and the date were set but the battery icon was still showing as empty. The customer stated that they inserted four fresh new batteries but their insulin pump still alarmed unexpected restart and the empty battery icon persisted. The customer was advised that the insulin pump needs to be replaced. The customer will return the device after their travels.